Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was placed two weeks ago when the patient experienced pain in the chest, then an x-ray showed that the capsule was still attached. There was no further patient outcome reported.